Event description:
According to the facility, on (B)(6) 2026, a catheter change kit was opened and it was noted that the black cap was not present on the syringe and there was a large amount of air in the syringe, water loss and plunger quite low.

Manufacturer narrative:
According to the facility, on (B)(6) 2026, a catheter change kit was opened and it was noted that the black cap was not present on the syringe and there was a large amount of air in the syringe, water loss and plunger quite low. The facility reported that the kit was not used. The facility further reported that this is the fourth time this same situation has occurred. A new kit was obtained and used. The patient was not affected, and no medical intervention was required. No additional information is available at this time. A sample has been requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Updated h6: type of investigation (b).